Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset that occurred during delivery of a high voltage defibrillation therapy. The next day an alert was triggered for low pacing impedance on the right ventricular (rv) lead and the impedance was noted to have decreased. An insulation problem was suspected. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.